Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with episodes of non-sustained v oversening. Review of the episodes revealed intermittent loss of biventricular capture with conducted ventricular events. The patient will be brought into the clinic for further assessment.